Event description:
It was reported that the patient presented at the clinic after an episode of syncope and subsequent fall. The implantable pulse generator (ipg) was interrogated and exhibited out of range high impedance on the ventricular lead. Impedance measurements were normal through the analyzer but continued to be out of range when securely connected to the ipg. The physician removed and replaced the ipg due to a suspected connector issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).